Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up, down and act) button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify battery power loss anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that buttons was hard to pressed. Time was advances. Customer was reporting keypad anomaly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.